Manufacturer narrative:
Based on the review of the data provided, the target CT values generated for all samples are indicative of samples with viral loads near or below the limit of detection (lod) of the assay. The ic CT values were consistent and inline with qc release data. A review of the growth curves did not reveal any anomalies. The investigation, which consisted of a review of qc kit release data, qc internal trend data, and non-conformance review, did not identify any product problem. A customer site workflow and laboratory assessment was performed. Samples are aliquotted from original tube ((B)(4)) into a 13x75 secondary tube by lab aid in a separate room. This is done using a transfer pipette under a hood and placed into a test-tube rack and covered with parafilm. Sample tubes are then transferred to rd5 racks and place on the cobas 8800 system to be run. There are a few core people running the cobas 8800 system that have been there a while but there is a constant turnover of the techs that are running the 8800 so many of them are new. Instruments should be getting cleaned weekly with h20 and 70% ethanol. Rd5 racks do not get cleaned regularly. Review of field data (multiple customer sites in addition to the current complaintant site) was performed to assess the rate of negative control (nc) failures associated with the complaint batch. From this review, there was a spike of nc failures starting around (B)(6) 2020 at this complaint site. There was no other spike of nc failures using this batch at other sites. At the completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
A customer from the united stated alleged the generation of false positive results with cobas 6800/8800 sars-cov-2 test (batch g16455) when compared to negative results generated with the hologic and diasorin platforms. No harm or injury was indicated.

Manufacturer narrative:
A total of 82 patient samples were alleged to be positive with the cobas sars-cov-2 assay. 80 of those samples generated negative results when retested on hologic panther and diasorin platforms. The remaining 2 samples had invalid results when tested on each competitor's platform. It was indicated that these samples are from healthy individuals with no symptoms or signs of covid-19 that are being screened every day. The cobas sars-cov-2 for use on the cobas 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal, and oropharyngeal swab specimens from individuals who meet covid-19 clinical and/or epidemiological criteria. Out of 82 alleged, 23 samples were target 1 (sars-cov-2) positive, and target 2 (sarbecovirus) negative result with mean a CT value of 36, 57 samples were target 1 negative and target 2 positive with a mean CT value of 38 and 2 samples were positive for both target 1 and 2. The majority of samples were presumptive positive samples. The target CT values generated for all samples are indicative of samples near or below the limit of detection (lod) of the assay. The ic CT values were consistent and in line with qc release data. The roche controls were also in line with qc release data with no shifts. A review of the field data revealed that (B)(6) 2020. This correlates to the time frame when the 82 samples were tested. Based on the totality of the case and information provided, there is an indication of a low-level contamination event at the customer site as there was a spike of nc invalids during the time the alleged samples were tested. A visit to the brl (B)(4) site was performed to determine the cause of the discrepancy between the assays. The analytical sensitivities of the roche sars-cov-2 test and a competitor test (primary alternative test in lab) were evaluated side-by-side by using the dilution series of the FDA reference panel, accuplex sars-cov-2 reference material, and a moderately positive patient specimen. Additionally, an analytical specificity study with a series of negative media samples on the cobas sars-cov-2 test was conducted to rule out non-specific positive results. The following conclusions have been made: the cobas sars-cov-2 test is more sensitive than the competitor's sars-cov-2 assay. 10 ¿ 20 fold more sensitive when testing quantified reference materials in clean collection medium and at least 3 fold more sensitive when testing clinical specimens. No non-specific amplification/detection observed. There is no indication of a roche product malfunction. The most likely root cause of results discrepancy between the cobas sars-cov-2 test (roche) and the competitor sars-cov-2 assay is the difference in assay sensitivity. (B)(4).